Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open hemicolectomy, there was a bowel leak at anastomosis. To resolve the issue, the patient had to returned in the operating room to create  ileostomy. The incision got extended for more than one inch. The patient also had to extend hospitalization.